Manufacturer narrative:
Device disposition is unknown. Additional information has been requested and if it does become available it will be provided on a supplemental report.

Event description:
The customer reported that a proximal t2 5mm locking screw implanted on (B)(6) 2018 backed out after implantation.

Manufacturer narrative:
This device is concomitant and did not contribute to the reported failure. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.

Event description:
The customer repoerted that a proximal t2 5mm locking screw implanted on (B)(6) 2018 backed out after implantation.